Manufacturer narrative:
The product investigation was completed. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a reddish material was observed inside the pebax section; however, no external damages were observed on the device. In addition, a drop of water was observed on the tip, this condition could be related to the flushing process during the procedure; however, this cannot be conclusively determined. Furthermore, the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the pebax. A manufacturing record evaluation was performed for the finished device number lot 31620732l and no internal action related to the complaint was found during the review. The foreign material issue reported by the customer was confirmed. The origin of the reddish material is related to the procedure. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, blood seemed to have been penetrated the spring part of the device. There was no difficulty in maneuvering the catheter or withdrawing it from the body. The pebax was not visibly cracked or broken mid procedure. A second device was used to complete the operation. There was no adverse event reported on patient.